Manufacturer narrative:
A company representative reviewed the picture on the laser treatment report which showed a "cloudy" area inferiorly from the center of the flap which is caused by formation of gas during the cutting procedure. Logfile review for the date of event showed no abnormalities that could have contributed to reported event. The canal length adjustment was too long and resulting in an incomplete canal cut. This gas accumulation could not leave the canal and was then released through the bowman¿s membrane and accumulated again between gas and applanation cone (visible bubble at 12 o'clock). Consequently, after such vertical gas breakthrough (vgb), the affected flap area usually remains uncut. A possible reason for the vgb in this case could be the combination of a large flap diameter (9.4 mm and more gas volume) and insufficient canal venting. The other device settings of the laser are within normal range. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported inferior part of corneal flap was uncut in a patient's left eye during a refractive procedure. Flap was unable to be raised so the surgeon canceled the procedure. A contact lens was placed on the patient's eye. Epithelium damage was observed.